Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 300 mg/dl on advantage system 1 compared back to back with a result of 136 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter also alleged that on a different day, she obtained a result of 302 mg/dl on advantage system 1 compared back to back with a result of 108 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a gastrectomy procedure, the closing of the anvil and the instrument was loose when the device was used to anastomose the stomach and the jejunum. The device was not fired. Another device used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device; no device will be returning.